Event description:
It was reported that during an arterial switch operation under cardiac bypass, two aortic cannulae were felt to be defective. (The two cannulae were used during this one procedure). For both cannulae, the perfusionist had a problem with perfusion pressure in the aortic line. When the cannulae were removed, it was noted that with both cannulae the tips had become unraveled from the cannulae and were only held in place by the reinforcing wire. There was no adverse pt outcome. The baby was removed from bypass after the second cannulae attempt. This represents the second event (and second and third cannulae from this particular lot) reported by this center and physician.